Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant procedure was due to patient no longer using the device and wanted a magnetic resonance imaging (MRI).

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.